Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083253) on (B)(6) 2018. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic reaction to nickel'), myocardial infarction ('heart attacks with no cause') and cholecystectomy ('gall bladder removal') in an adult female patient who had essure (batch no. 627300) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included lisinopril, omeprazole (prilosec), trazodone hydrochloride (trazalon) and zolpidem tartrate (ambien). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization, disability and intervention required), myocardial infarction (seriousness criterion medically significant), urticaria ("hives"), fibromyalgia ("fibromyalgia"), dental caries ("rotting teeth"), tooth loss ("loosing teeth") and headache ("headaches") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (cholecystectomy and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, urticaria, fibromyalgia, dental caries, tooth loss and headache had not resolved and the myocardial infarction and cholecystectomy outcome was unknown. The reporter considered allergy to metals, cholecystectomy, dental caries, fibromyalgia, headache, myocardial infarction, tooth loss and urticaria to be related to essure. The reporter commented: an injury (hospitalization, disability) was mentioned but not specified and /or assigned to one of the events. An intervention was mentioned but not specified and/or assigned to one of the events. Essure was removed and symptoms go on and on quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083253) on 14-dec-2018. The most recent information was received on 11-may-2021. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device location of device: to uterus - ripped fallopian tubes/perforation (fallopian tube(s))'), device expulsion ('migration of essure device location of device: to uterus - ripped fallopian tubes/migration of essure device location of device: uterus'), device breakage ('device breakage'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), heavy menstrual bleeding ('abnormal bleeding (menorrhagia)'), myocardial infarction ('heart attacks with no cause'), cholecystectomy ('gall bladder removal'), genital haemorrhage ('general abnormal bleeding') and glaucoma ('vision/eye problems type:glaucoma') in a 37-year-old female patient who had essure (batch no. 627300) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included culdoplasty. Previously administered products included for prevent pregnancy: depo-provera. Concurrent conditions included body mass index normal, post-traumatic stress disorder and chronic cervicitis. Concomitant products included ethinylestradiol;norgestimate (sprintec), lidocaine hydrochloride;prilocaine hydrochloride (lidocaine prilocaine biogaran) from 2016 to 2019, lisinopril, medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2009, omeprazole (prilosec), trazodone hydrochloride (trazalon) and zolpidem tartrate (ambien) from 2010 to 2019. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dental caries ("rotting teeth/ dental problems"), tooth loss ("loosing teeth/ dental problems") and constipation ("gastrointestinal or digestive system condition type: constipation"). In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced urticaria ("hives") and application site rash ("patch of red bumps"). In (B)(6) 2009, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), abdominal pain upper ("stomach pain"), back pain ("back pain") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced glaucoma (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced memory impairment ("forgetfulness"). In (B)(6) 2010, the patient experienced allergy to metals ("allergic reaction to nickel/nickel allergy/nickel allergy"). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings") and disturbance in attention ("hormonal changes describe:loss of concentration"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required), 10 years 1 month after insertion of essure. On an unknown date, the patient experienced myocardial infarction (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), headache ("headaches"), female sexual dysfunction ("apareunia"), intermenstrual bleeding ("metrorrhagia (bleeding between periods )"), iron deficiency anaemia ("anemia"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and rash ("rashes") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with antibiotics, diphenhydramine hydrochloride (antihistamine allergy relief), linaclotide (linzess), phentermine and surgery (ablation, cholecystectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device expulsion, device breakage, myocardial infarction, cholecystectomy, mood swings, disturbance in attention, cystitis, vaginal infection, depression, migraine, memory impairment, glaucoma, weight increased, constipation, alopecia, abdominal pain upper, back pain, female sexual dysfunction, intermenstrual bleeding, iron deficiency anaemia, blood disorder, cardiac disorder, hypersensitivity, bladder disorder and urinary tract disorder outcome was unknown, the vaginal haemorrhage, heavy menstrual bleeding, genital haemorrhage, application site rash, nausea, vaginal discharge, fatigue, pelvic pain and rash had resolved, the urticaria, fibromyalgia, dental caries, tooth loss, headache and allergy to metals had not resolved and the urinary tract infection, dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, application site rash, back pain, bladder disorder, blood disorder, cardiac disorder, cholecystectomy, constipation, cystitis, dental caries, depression, device breakage, device expulsion, disturbance in attention, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, glaucoma, headache, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, iron deficiency anaemia, memory impairment, migraine, mood swings, myocardial infarction, nausea, pelvic pain, rash, tooth loss, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: an injury (hospitalization, disability) was mentioned but not specified and /or assigned to one of the events. An intervention was mentioned but not specified and/or assigned to one of the events. Essure was removed and symptoms go on and on plaintiff received treatment for apareunia,metrorrhagia, anemia, general abnormal bleeding, blood/heart disorder,nickel allergy, fibromyalgia,bladder problems, urinary problems diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: (per pfs): total bilateral occlusion (per mr):satisfactory occlusion of both left and right fallopian tubes. Lot number: 627300 manufacture date: 2008-05 expiration date: 2010-05. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-may-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083253) on 14-dec-2018. The most recent information was received on 26-apr-2021. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic reaction to nickel/nickel allergy/nickel allergy'), fallopian tube perforation ('migration of essure device location of device: to uterus - ripped fallopian tubes/perforation (fallopian tube(s))'), device expulsion ('migration of essure device location of device: to uterus - ripped fallopian tubes/migration of essure device location of device: uterus'), device breakage ('device breakage'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)'), myocardial infarction ('heart attacks with no cause'), cholecystectomy ('gall bladder removal'), genital haemorrhage ('general abnormal bleeding') and glaucoma ('vision/eye problems type:glaucoma') in a 37-year-old female patient who had essure (batch no. 627300) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included culdoplasty. Previously administered products included for prevent pregnancy: depo-provera. Concurrent conditions included body mass index normal, post-traumatic stress disorder and cervicitis. Concomitant products included ethinylestradiol;norgestimate (sprintec), lidocaine hydrochloride;prilocaine hydrochloride (lidocaine prilocaine biogaran) from 2016 to 2019, lisinopril, medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2009, omeprazole (prilosec), trazodone hydrochloride (trazalon) and zolpidem tartrate (ambien) from 2010 to 2019. In (B)(6) 2008, the patient experienced dental caries ("rotting teeth/ dental problems"), tooth loss ("loosing teeth/ dental problems") and constipation ("gastrointestinal or digestive system condition type: constipation"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced urticaria ("hives") and application site rash ("patch of red bumps"). In (B)(6) 2009, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), abdominal pain upper ("stomach pain"), back pain ("back pain") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In september 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced glaucoma (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced memory impairment ("forgetfulness"). In (B)(6) 2010, the patient experienced allergy to metals (seriousness criteria hospitalization, disability and intervention required). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings") and disturbance in attention ("hormonal changes describe:loss of concentration"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required), 10 years 1 month after insertion of essure. On an unknown date, the patient experienced myocardial infarction (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), headache ("headaches"), female sexual dysfunction ("apareunia"), metrorrhagia ("metrorrhagia (bleeding between periods )"), iron deficiency anaemia ("anemia"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and rash ("rashes") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with antibiotics, diphenhydramine hydrochloride (antihistamine allergy relief), linaclotide (linzess), phentermine and surgery (ablation, cholecystectomy, hysterectomy with bilateral salpingectomy and hysterectomy/total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, urticaria, fibromyalgia, dental caries, tooth loss and headache had not resolved, the fallopian tube perforation, device expulsion, device breakage, myocardial infarction, cholecystectomy, mood swings, disturbance in attention, cystitis, vaginal infection, depression, migraine, memory impairment, glaucoma, weight increased, constipation, alopecia, abdominal pain upper, back pain, female sexual dysfunction, metrorrhagia, iron deficiency anaemia, blood disorder, cardiac disorder, hypersensitivity, bladder disorder and urinary tract disorder outcome was unknown, the vaginal haemorrhage, menorrhagia, genital haemorrhage, application site rash, nausea, vaginal discharge, fatigue, pelvic pain and rash had resolved and the urinary tract infection, dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, application site rash, back pain, bladder disorder, blood disorder, cardiac disorder, cholecystectomy, constipation, cystitis, dental caries, depression, device breakage, device expulsion, disturbance in attention, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, glaucoma, headache, hypersensitivity, iron deficiency anaemia, memory impairment, menorrhagia, metrorrhagia, migraine, mood swings, myocardial infarction, nausea, pelvic pain, rash, tooth loss, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: an injury (hospitalization, disability) was mentioned but not specified and /or assigned to one of the events. An intervention was mentioned but not specified and/or assigned to one of the events. Essure was removed and symptoms go on and on plaintiff received treatment for apareunia,metrorrhagia, anemia, general abnormal bleeding, blood/heart disorder,nickel allergy, fibromyalgia,bladder problems, urinary problems diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: (per pfs): total bilateral occlusion (per mr):satisfactory occlusion of both left and right fallopian tubes. Lot number: 627300 manufacture date: 2008-05 expiration date: 2010-05. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-apr-2021: mr received. Reporter information, medical history and auto narrative supplement were added. Real fu was received and there was no significant change in the medical context of case.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083253) on 14-dec-2018. The most recent information was received on 16-jul-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic reaction to nickel'), myocardial infarction ('heart attacks with no cause') and cholecystectomy ('gall bladder removal') in a female patient who had essure (batch no. 627300) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included lisinopril, omeprazole (prilosec), trazodone hydrochloride (trazalon) and zolpidem tartrate (ambien). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization, disability and intervention required), myocardial infarction (seriousness criterion medically significant), urticaria ("hives"), fibromyalgia ("fibromyalgia"), dental caries ("rotting teeth"), tooth loss ("loosing teeth") and headache ("headaches") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (cholecystectomy and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, urticaria, fibromyalgia, dental caries, tooth loss and headache had not resolved and the myocardial infarction and cholecystectomy outcome was unknown. The reporter considered allergy to metals, cholecystectomy, dental caries, fibromyalgia, headache, myocardial infarction, tooth loss and urticaria to be related to essure. The reporter commented: an injury (hospitalization, disability) was mentioned but not specified and /or assigned to one of the events. An intervention was mentioned but not specified and/or assigned to one of the events. Essure was removed and symptoms go on and on quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: this record was detected to be a duplicate to record# (B)(4) (medwatch 3500a MFR number 2951250-2019-00649) from which all information will be transferred to this case ((B)(4)). Then duplicate record (B)(4) will be deleted. New: reporter health authority maude was added. Concomitant drugs added (prev: none). Event "injury" was specified (new:) allergy to metals, cholecystectomy, dental caries, fibromyalgia, headache, loose tooth, myocardial infarction and urticaria were added. An injury (hospitalization, disability) was mentioned but not specified and /or assigned to one of the events. Patient was treated with hysterectomy and cholecystectomy. Essure batch no. 627300 added. Essure was removed on (B)(6) 2018. Consumer stated that symptoms are going on and on incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083253) on 14-dec-2018. The most recent information was received on 14-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic reaction to nickel/nickel allergy'), fallopian tube perforation ('migration of essure device location of device: to uterus - ripped fallopian tubes/perforation (fallopian tube(s))'), device expulsion ('migration of essure device location of device: to uterus - ripped fallopian tubes'), device breakage ('device breakage'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)'), myocardial infarction ('heart attacks with no cause'), cholecystectomy ('gall bladder removal'), genital haemorrhage ('general abnormal bleeding') and glaucoma ('vision/eye problems type:glaucoma') in a 37-year-old female patient who had essure (batch no. 627300) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: depo-provera. Concurrent conditions included body mass index normal and post-traumatic stress disorder. Concomitant products included ethinylestradiol;norgestimate (sprintec), lidocaine hydrochloride;prilocaine hydrochloride (lidocaine prilocaine biogaran) from 2016 to 2019, lisinopril, omeprazole (prilosec), trazodone hydrochloride (trazalon) and zolpidem tartrate (ambien) from 2010 to 2019. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dental caries ("rotting teeth/ dental problems"), tooth loss ("loosing teeth/ dental problems") and constipation ("gastrointestinal or digestive system condition type: constipation"). In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced allergy to metals (seriousness criteria hospitalization, disability and intervention required), urticaria ("hives") and application site rash ("patch of red bumps"). In (B)(6) 2009, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), abdominal pain upper ("stomach pain"), back pain ("back pain") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced glaucoma (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced memory impairment ("forgetfulness"). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings") and disturbance in attention ("hormonal changes describe:loss of concentration"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required), 10 years 1 month after insertion of essure. On an unknown date, the patient experienced myocardial infarction (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), headache ("headaches"), female sexual dysfunction ("apareunia"), metrorrhagia ("metrorrhagia (bleeding between periods )"), iron deficiency anaemia ("anemia"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with antibiotics, diphenhydramine hydrochloride (antihistamine allergy relief), linaclotide (linzess), phentermine and surgery (ablation, cholecystectomy, hysterectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, urticaria, fibromyalgia, dental caries, tooth loss and headache had not resolved, the fallopian tube perforation, device expulsion, device breakage, myocardial infarction, cholecystectomy, genital haemorrhage, mood swings, disturbance in attention, cystitis, vaginal infection, depression, migraine, nausea, memory impairment, dyspareunia, vaginal discharge, glaucoma, fatigue, weight increased, constipation, alopecia, abdominal pain upper, back pain, female sexual dysfunction, metrorrhagia, iron deficiency anaemia, blood disorder, cardiac disorder, hypersensitivity, bladder disorder and urinary tract disorder outcome was unknown, the vaginal haemorrhage, menorrhagia, application site rash and pelvic pain had resolved and the urinary tract infection and dysmenorrhoea was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, application site rash, back pain, bladder disorder, blood disorder, cardiac disorder, cholecystectomy, constipation, cystitis, dental caries, depression, device breakage, device expulsion, disturbance in attention, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, glaucoma, headache, hypersensitivity, iron deficiency anaemia, memory impairment, menorrhagia, metrorrhagia, migraine, mood swings, myocardial infarction, nausea, pelvic pain, tooth loss, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: an injury (hospitalization, disability) was mentioned but not specified and /or assigned to one of the events. An intervention was mentioned but not specified and/or assigned to one of the events. Essure was removed and symptoms go on and on plaintiff received treatment for apareunia,metrorrhagia, anemia, general abnormal bleeding, blood/heart disorder,nickel allergy, fibromyalgia,bladder problems, urinary problems diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: (per pfs): total bilateral occlusion (per mr):satisfactory occlusion of both left and right fallopian tubes. Lot number: 627300 manufacture date: 2008-05 expiration date: 2010-05 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: updated quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083253) on 14-dec-2018. The most recent information was received on 18-sep-2019. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic reaction to nickel/nickel allergy'), fallopian tube perforation ('migration of essure device location of device: to uterus - ripped fallopian tubes/perforation (fallopian tube(s))'), device expulsion ('migration of essure device location of device: to uterus - ripped fallopian tubes'), device breakage ('device breakage'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)'), myocardial infarction ('heart attacks with no cause'), cholecystectomy ('gall bladder removal'), genital haemorrhage ('general abnormal bleeding') and glaucoma ('vision/eye problems type:glaucoma') in a 37-year-old female patient who had essure (batch no. 627300) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: depo-provera. Concurrent conditions included body mass index normal and post-traumatic stress disorder. Concomitant products included ethinylestradiol;norgestimate (sprintec), lidocaine hydrochloride;prilocaine hydrochloride (lidocaine prilocaine biogaran) from 2016 to 2019, lisinopril, omeprazole (prilosec), trazodone hydrochloride (trazalon) and zolpidem tartrate (ambien) from 2010 to 2019. In (B)(6) 2008, the patient experienced dental caries ("rotting teeth/ dental problems"), tooth loss ("loosing teeth/ dental problems") and constipation ("gastrointestinal or digestive system condition type: constipation"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced allergy to metals (seriousness criteria hospitalization, disability and intervention required), urticaria ("hives") and application site rash ("patch of red bumps"). In (B)(6) 2009, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), abdominal pain upper ("stomach pain"), back pain ("back pain") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced glaucoma (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced memory impairment ("forgetfulness"). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings") and disturbance in attention ("hormonal changes describe:loss of concentration"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required), 10 years 1 month after insertion of essure. On an unknown date, the patient experienced myocardial infarction (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), headache ("headaches"), female sexual dysfunction ("apareunia"), metrorrhagia ("metrorrhagia (bleeding between periods )"), iron deficiency anaemia ("anemia"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with antibiotics, diphenhydramine hydrochloride (antihistamine allergy relief), linaclotide (linzess), phentermine and surgery (ablation, cholecystectomy, hysterectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, urticaria, fibromyalgia, dental caries, tooth loss and headache had not resolved, the fallopian tube perforation, device expulsion, device breakage, myocardial infarction, cholecystectomy, genital haemorrhage, mood swings, disturbance in attention, cystitis, vaginal infection, depression, migraine, nausea, memory impairment, dyspareunia, vaginal discharge, glaucoma, fatigue, weight increased, constipation, alopecia, abdominal pain upper, back pain, female sexual dysfunction, metrorrhagia, iron deficiency anaemia, blood disorder, cardiac disorder, hypersensitivity, bladder disorder and urinary tract disorder outcome was unknown, the vaginal haemorrhage, menorrhagia, application site rash and pelvic pain had resolved and the urinary tract infection and dysmenorrhoea was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, application site rash, back pain, bladder disorder, blood disorder, cardiac disorder, cholecystectomy, constipation, cystitis, dental caries, depression, device breakage, device expulsion, disturbance in attention, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, glaucoma, headache, hypersensitivity, iron deficiency anaemia, memory impairment, menorrhagia, metrorrhagia, migraine, mood swings, myocardial infarction, nausea, pelvic pain, tooth loss, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: an injury (hospitalization, disability) was mentioned but not specified and /or assigned to one of the events. An intervention was mentioned but not specified and/or assigned to one of the events. Essure was removed and symptoms go on and on plaintiff received treatment for apareunia,metrorrhagia, anemia, general abnormal bleeding, blood/heart disorder,nickel allergy, fibromyalgia,bladder problems, urinary problems diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: (per pfs): total bilateral occlusion. (Per mr):satisfactory occlusion of both left and right fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. New events mood swings, loss of concentration, abnormal bleeding (vaginal, menorrhagia), bladder infection, urinary tract infection, vaginal infection, depression, patch of red bumps, migraines / headaches, nausea, forgetfulness, device breakage, dysmenorrhea, dyspareunia, vaginal discharge, migration of essure device location of device: to uterus - ripped fallopian tubes, glaucoma, fatigue, weight gain, constipation, hair loss, stomach pain, back pain, apareunia, metrorrhagia, anemia, general abnormal bleeding, blood/heart disorder, hypersensitivity, nickel allergy, bladder problems, urinary problems were added. Lab data, treatment drugs, concomitant condition, concomitant drugs, reporter¿s information, patient¿s demographics were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083253) on 14-dec-2018. The most recent information was received on 23-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic reaction to nickel/nickel allergy'), fallopian tube perforation ('migration of essure device location of device: to uterus - ripped fallopian tubes/perforation (fallopian tube(s))'), device expulsion ('migration of essure device location of device: to uterus - ripped fallopian tubes'), device breakage ('device breakage'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)'), myocardial infarction ('heart attacks with no cause'), cholecystectomy ('gall bladder removal'), genital haemorrhage ('general abnormal bleeding') and glaucoma ('vision/eye problems type:glaucoma') in a 37-year-old female patient who had essure (batch no. 627300) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: depo-provera. Concurrent conditions included body mass index normal and post-traumatic stress disorder. Concomitant products included ethinylestradiol;norgestimate (sprintec), lidocaine hydrochloride;prilocaine hydrochloride (lidocaine prilocaine biogaran) from 2016 to 2019, lisinopril, omeprazole (prilosec), trazodone hydrochloride (trazalon) and zolpidem tartrate (ambien) from 2010 to 2019. In (B)(6) 2008, the patient experienced dental caries ("rotting teeth/ dental problems"), tooth loss ("loosing teeth/ dental problems") and constipation ("gastrointestinal or digestive system condition type: constipation"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced allergy to metals (seriousness criteria hospitalization, disability and intervention required), urticaria ("hives") and application site rash ("patch of red bumps"). In (B)(6) 2009, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), abdominal pain upper ("stomach pain"), back pain ("back pain") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced glaucoma (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced memory impairment ("forgetfulness"). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings") and disturbance in attention ("hormonal changes describe:loss of concentration"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required), 10 years 1 month after insertion of essure. On an unknown date, the patient experienced myocardial infarction (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), headache ("headaches"), female sexual dysfunction ("apareunia"), metrorrhagia ("metrorrhagia (bleeding between periods )"), iron deficiency anaemia ("anemia"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with antibiotics, diphenhydramine hydrochloride (antihistamine allergy relief), linaclotide (linzess), phentermine and surgery (ablation, cholecystectomy, hysterectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, urticaria, fibromyalgia, dental caries, tooth loss and headache had not resolved, the fallopian tube perforation, device expulsion, device breakage, myocardial infarction, cholecystectomy, genital haemorrhage, mood swings, disturbance in attention, cystitis, vaginal infection, depression, migraine, nausea, memory impairment, dyspareunia, vaginal discharge, glaucoma, fatigue, weight increased, constipation, alopecia, abdominal pain upper, back pain, female sexual dysfunction, metrorrhagia, iron deficiency anaemia, blood disorder, cardiac disorder, hypersensitivity, bladder disorder and urinary tract disorder outcome was unknown, the vaginal haemorrhage, menorrhagia, application site rash and pelvic pain had resolved and the urinary tract infection and dysmenorrhoea was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, application site rash, back pain, bladder disorder, blood disorder, cardiac disorder, cholecystectomy, constipation, cystitis, dental caries, depression, device breakage, device expulsion, disturbance in attention, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, glaucoma, headache, hypersensitivity, iron deficiency anaemia, memory impairment, menorrhagia, metrorrhagia, migraine, mood swings, myocardial infarction, nausea, pelvic pain, tooth loss, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: an injury (hospitalization, disability) was mentioned but not specified and /or assigned to one of the events. An intervention was mentioned but not specified and/or assigned to one of the events. Essure was removed and symptoms go on and on plaintiff received treatment for apareunia,metrorrhagia, anemia, general abnormal bleeding, blood/heart disorder,nickel allergy, fibromyalgia,bladder problems, urinary problems . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: (per pfs): total bilateral occlusion (per mr):satisfactory occlusion of both left and right fallopian tubes. Lot number: 627300, manufacture date: 2008-0,5 expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic reaction to nickel/nickel allergy'), fallopian tube perforation ('migration of essure device location of device: to uterus - ripped fallopian tubes/perforation (fallopian tube(s))'), device expulsion ('migration of essure device location of device: to uterus - ripped fallopian tubes/migration of essure device location of device: uterus'), device breakage ('device breakage'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)'), myocardial infarction ('heart attacks with no cause'), cholecystectomy ('gall bladder removal'), genital haemorrhage ('general abnormal bleeding') and glaucoma ('vision/eye problems type:glaucoma') in a 37-year-old female patient who had essure (batch no. 627300) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: depo-provera. Concurrent conditions included body mass index normal and post-traumatic stress disorder. Concomitant products included ethinylestradiol;norgestimate (sprintec), lidocaine hydrochloride;prilocaine hydrochloride (lidocaine prilocaine biogaran) from (B)(6) to (B)(6) , lisinopril, medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2009, omeprazole (prilosec), trazodone hydrochloride (trazalon) and zolpidem tartrate (ambien) from (B)(6) to (B)(6) . On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dental caries ("rotting teeth/ dental problems"), tooth loss ("loosing teeth/ dental problems") and constipation ("gastrointestinal or digestive system condition type: constipation"). In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced urticaria ("hives") and application site rash ("patch of red bumps"). In (B)(6) 2009, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), abdominal pain upper ("stomach pain"), back pain ("back pain") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced glaucoma (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced memory impairment ("forgetfulness"). In (B)(6) 2010, the patient experienced allergy to metals (seriousness criteria hospitalization, disability and intervention required). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings") and disturbance in attention ("hormonal changes describe:loss of concentration"). On(B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required), (B)(4) years (B)(4) month after insertion of essure. On an unknown date, the patient experienced myocardial infarction (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), headache ("headaches"), female sexual dysfunction ("apareunia"), metrorrhagia ("metrorrhagia (bleeding between periods )"), iron deficiency anaemia ("anemia"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and rash ("rashes") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with antibiotics, diphenhydramine hydrochloride (antihistamine allergy relief), linaclotide (linzess), phentermine and surgery (ablation, cholecystectomy, hysterectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(4) 2018. At the time of the report, the allergy to metals, urticaria, fibromyalgia, dental caries, tooth loss and headache had not resolved, the fallopian tube perforation, device expulsion, device breakage, myocardial infarction, cholecystectomy, mood swings, disturbance in attention, cystitis, vaginal infection, depression, migraine, memory impairment, glaucoma, weight increased, constipation, alopecia, abdominal pain upper, back pain, female sexual dysfunction, metrorrhagia, iron deficiency anaemia, blood disorder, cardiac disorder, hypersensitivity, bladder disorder and urinary tract disorder outcome was unknown, the vaginal haemorrhage, menorrhagia, genital haemorrhage, application site rash, nausea, vaginal discharge, fatigue, pelvic pain and rash had resolved and the urinary tract infection, dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, application site rash, back pain, bladder disorder, blood disorder, cardiac disorder, cholecystectomy, constipation, cystitis, dental caries, depression, device breakage, device expulsion, disturbance in attention, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, glaucoma, headache, hypersensitivity, iron deficiency anaemia, memory impairment, menorrhagia, metrorrhagia, migraine, mood swings, myocardial infarction, nausea, pelvic pain, tooth loss, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: an injury (hospitalization, disability) was mentioned but not specified and /or assigned to one of the events. An intervention was mentioned but not specified and/or assigned to one of the events. Essure was removed and symptoms go on and on plaintiff received treatment for apareunia,metrorrhagia, anemia, general abnormal bleeding, blood/heart disorder,nickel allergy, fibromyalgia,bladder problems, urinary problems diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(4) 2009: (per pfs): total bilateral occlusion (per mr):satisfactory occlusion of both left and right fallopian tubes. Lot number: 627300 manufacture date: 2008-05 expiration date: 2010-05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-jan-2020: pfs received. Event per pfs: rashes was added. Outcome of the events dyspareunia, genital bleeding, fatigue, nausea, vaginal discharge were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.